Manufacturer narrative:
Patient weight not available from facility. Device evaluation: during evaluation, were unable to pass device at the hub. Shaft deformation was present from .5 to .75 inch proximal to the balloon. Hub was dissected; the lumen was patent for the balloon.

Event description:
Prior to a patient procedure and during preparation for use, the guide wire could not pass through the entire length of the bridge lumen. There seemed to be occlusion at the area where flush/balloon and catheter meet. Another balloon was used; there were no reported patient injuries and patient was discharged per operative plan.